Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the right atrial exhibited undersensing of atrial fibrillation. No intervention was performed. There were no patient consequences and the patient will continue to be monitored.